Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of phenylephrine was incorrectly programmed for a patient being treated for subarachnoid hemorrhage. The phenylephrine infusion was ordered at a concentration 200mg/250ml, however the pump was incorrectly programmed at a concertation of 50mg/ 200ml. Four days after the infusion was first initiated it was noted the concentration was incorrect and the programming was corrected there was patient involvement and no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of phenylephrine was incorrectly programmed for a patient being treated for subarachnoid hemorrhage. The phenylephrine infusion was ordered at a concentration 200mg/250ml, however the pump was incorrectly programmed at a concertation of 50mg/ 200ml. Four days after the infusion was first initiated it was noted the concentration was incorrect and the programming was corrected. There was patient involvement and no harm.